Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the main pcb did not function as intended. The main pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a system failure, positive supply bgnd test failed. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Section a, section b: additional information received. B5: "additional information was received that there was no patient involvement." Section d: corrections h6: coding updated to reflect additional information.